Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the exact cause of the left iliac artery rupture occurring during attempts to implant the endurant bifurcate, leading to the patient death due to a cardiac arrest, could not be determined from the films provided. Films during the intervention were not available for return. Films returned 4 ¿days prior to the intervention confirmed that the aorta and iliac vessels were extremely tortuous and there was a separation/detachment of the other manufacturer's stent graft seen within the mid-level of the aaa. The maximum aaa diameter measured 7cm and there was contrast in the sac from a type iii fabric or junctional endoleak. The infrarenal neck angulation measured ~110° rt-lt and 100° a-p relative to the distal aorta (off label), and both common iliacs were also severely tortuous and extensively calcified. It appears likely that these events were anatomy related; implanting within an extremely tortuous and calcified aortic and iliac vessels. Eval: off-label, unapproved or contraindicated use (aortic neck angulation). (B)(4).

Event description:
An endurant ii stent graft system was inserted in a patient for the endovascular treatment of another manufacturer¿s type iii fabric endoleak. It was reported that a CT study revealed that another manufacturer¿s stent graft had a type iii fabric endoleak, and possible type iib endoleak. The physician consulted with another physician regarding the type of endoleak, however it was inconclusive as to the type of endoleak. The patient was scheduled for surgical repair and had an intervention performed. During the procedure, a lunderquist wire was inserted via the left femoral artery. A pigtail catheter was inserted via the right femoral artery and an angiogram was performed. Following the angiogram, the physician inserted a 36x14x103 endurant iis bifurcated stent graft via the left femoral artery through the tortuous left external and common iliac arteries. The nose cone of the bifurcated graft was advanced to the middle of the left common iliac artery but could not advance any further due to the tortuosity of the left external and common iliac arteries. Upon the third attempt to advance the endurant iis bifurcated stent graft, the anesthesiologist pronounced the patient has lost blood pressure. The endurant delivery system was removed from the patient. The physician immediately proceeded by performing a retroperitoneal incision of the left femoral artery to establish control of the bleeding. The physician stated that the left iliac artery had torn at the left iliac bifurcation during attempt to advance the bifurcated graft into the infrarenal abdominal aorta. The physician also stated that he had placed a vascular clamp proximal and distal to the torn left iliac and had established control of the bleeding. Following this, the physician made the decision to convert this procedure to an open repair and perform an aorto bi-fem bypass. Proximal anastomosis was established in the infrarenal abdominal aorta and during the attempt to establish an anastomosis of the right common femoral artery the patient went into cardiac arrest and expired. Per the physician the cause of the vessel perforation was related to the patient anatomy of tortuosity and calcification and the cause of death was cardiac arrest. No additional clinical sequelae were reported.